Event description:
The following has been reported: patient transferred to the angiography area to perform a celiac plexus block, guided by fluoroscopy, with infusion pump drip of lidocaine 60mg/h (12cc/h) duly labeled and programmed with infusion pump. Arrived at the inpatient department with incorrectly programmed infusion pump 12mg/h (2.4cc/h ): underdosed. Correct programming of the infusion pump is performed in the service. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. (See attached investigation report for details) the reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. See attached investigation report for details of infusion setting and infused volume. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a.